Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. As per the information received from the explantation report, the implant housing was found slightly rocked, which most likely contributed to the damages found during explanation the investigation results appear to match the problems mentioned in the patient report. This is a combined initial and final report.

Event description:
The device was explanted due to progressive loss of speech perception. No accident or trauma was reported. Surgical information indicated that during explantation the implant housing was found slightly rocked in position.